Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 270 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported that he was experiencing high blood glucose. Customer's blood glucose went up to 450 mg/dl. Customer stated he was feeling very ill. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
The insulin passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with all buttons responding properly. However, slight traces of moisture found at the keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.